Event description:
The facility reported a pump that delivered too fast. It is unk when this event occurred. There was no pt injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The reported condition of a pump that delivered too fast could not be confirmed or duplicated by baxter since the pump was not returned for evaluation. However, the biomedical at the facility performed accuracy tests and the pump delivered within specification. The pump is not being returned for evaluation. A follow-up report will be filed if additional information becomes available.